Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump housing of an ilet device split into two while the user was at rest, with no precipitating event, and blood glucose remained stable at 101 mg/dl. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included user interview, troubleshooting, and education. Investigation of the returned device revealed a hardware enclosure separation consistent with screen bezel separation, and a replacement ilet was provided with instructions to return the original device. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the device housing.